Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump alarmed upstream occlusion. During a norepinephrine infusion that ran for over three hours five upstream occlusion (us) alarms occurred. With each uso, the pump was paused by default, and the patient would experience ¿sever hypotension due to hemodynamic instability.¿ the norepinephrine was switched to a different pump and no further issues occurred. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b3, h6 and h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.